Event description:
It was reported that the patient underwent a lead revision due to the leads had migrated and were wrapped around the ipg. The patient is reportedly doing well after the procedure.

Manufacturer narrative:
Device remains in patient. Additional suspect device components involved in the event:model: sc-2138-70, phase iii linear lead - (70 cm); model: sc-1110, implantable pulse generator (scsii). This is a final report.